Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concomitant products included oral contraceptive nos for heavy periods. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and dilation and curettage o (B)(6) 2011 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, migraine, weight increased, vulvovaginal pain and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most of the symptoms if not all symptoms have decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: plaintiff fact sheet received. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ abnormal bleeding (general), dysmenorrhea (cramping), fatigue, migraines/headaches, pain: pelvic, lower back, vaginal, and weight gain¿ were added. Patient demographics, medical history, lab data, essure removal date and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concomitant products included oral contraceptive nos for heavy periods. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and dilation and curettage o (B)(6) 2011 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, migraine, weight increased, vulvovaginal pain and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most of the symptoms if not all symptoms have decreased after essure removal. Essure, right: number of coils trailing into the cavity: 1. Essure, left: number of coils trailing into the cavity: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Findings consistent with occluded fallopian tubes.. Pathology test - on (B)(6) 2012: endometrium biopsy: mid-to-late secretory pattern; on (B)(6) 2014: "a¿: endometrium, biopsy: proliferative pattern. ¿b": endometrium, curettage: proliferative pattern; on (B)(6) 2014: endometrium, biopsy: secretory endometrium. Negative for hyperplasia and malignancy. Ultrasound breast - on (B)(6) 2015: stable left breast mass probable fibroadenoma. Ultrasound pelvis - on (B)(6) 2004: small right follicular cyst. Small amount of fluid in the cul-de-sac.; on (B)(6) 2012: the right ovary demonstrates a 3.4 x 2.2 x 2.0 cm. Cyst. The left ovary demonstrates a 1.3 x 1.2 x: 1.2 cm cyst. No pelvic mass or fluid otherwise. Mildly thickened endometrial stripe bilateral ovarian cysts.; on (B)(6) 2013: 1. 1.7cm right ovarian follicle with adjacent free pelvic fluid favoring a recent ruptured ovarian cyst or follicle. 2. Otherwise normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concomitant products included oral contraceptive nos for heavy periods. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and dilation and curettage on (B)(6) 2011 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, migraine, weight increased, vulvovaginal pain and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most of the symptoms if not all symptoms have decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: plaintiff fact sheet received. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ abnormal bleeding (general), dysmenorrhea (cramping), fatigue, migraines/headaches, pain: pelvic, lower back, vaginal, and weight gain¿ were added. Patient demographics, medical history, lab data, essure removal date and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.